Event description:
The device was brought down from radiology dept. On (B)(6) 2012, a chest tube was placed using a guide wire. During procedure resistance was felt when advancing guidewire. Following dilation the catheter was inserted over the guidewire. Considerable resistance was felt over the guidewire. When the wire was removed it was noticed to be unraveled starting at the j-tip. On a post op chest x-ray the distal aspect of the j-tip was still inside the pt. The surgeon and the radiology tech discussed the situation and it was decided to leave the wire as it was felt by the physician that the wire fragment would not become dislodged therefore not causing any harm to the pt and when the tube is extracted the fragment would be removed as well. On (B)(6) 2012, the tube was extracted and the physician was able to fully remove the wire fragment with no harm to the pt. The pt suffered no harm during the occurrence and is doing fine.

Manufacturer narrative:
(B)(4) - removal of foreign body is not listed in the instructions for use. (B)(4) - separates is not listed in the instructions for use. Event is still under investigation.